Manufacturer narrative:
Due to the automated manufacturing execution system (mes) , there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was returned in 3 fragments. The platinum wire was extremely stretched. The nitinol tubing had a fracture with the platinum wire exposed and stretched. The core wire was seen through the distal tip dome. The functional inspection was not performed. The reported event ¿guidewire distal tip stretched¿ was confirmed during analysis. The reported event ¿catheter has difficulty tracking over guidewire¿ could not be replicated; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that while advancing a microcatheter along with the previous used guidewire to the mca, the physician encountered abnormal delivery of the guidewire. Upon withdrawal, it was found that the guidewire exhibited a stretched and untwisted state approximately 40-50 cm from the tip. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The wire was torqued a little to overcome the resistance. The device was returned and it was confirmed that the distal section of the guidewire had been extensively stretched and there was fracturing noted to the nitinol tubing. It is probable that the severe tortuosity caused the reported difficulty to track the catheter over the guidewire and the subsequent guidewire stretching and fracturing. An assignable cause of procedural factors will be assigned to the reported event ¿guidewire distal tip stretched¿ and ¿catheter has difficulty tracking over guidewire¿ and to the analysed event ¿guidewire distal tip stretched¿ and ¿guidewire distal end broken/fractured during use¿, as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during a stenting procedure for a stenosis in the right internal carotid artery c6 segment, it was reported that the physician encountered abnormal delivery of the subject guidewire. Upon withdrawal, it was found that the subject guidewire exhibited a stretched and untwisted state approximately 40-50 cm from the tip. However, the subject guidewire was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject guidewire distal tip was broken/fractured during use. There was a surgical delay of 3 hours. The subject device was replaced, and the procedure was completed.